Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the reporter indicated the issue occurred during procedure. The ports were confirmed to be placed. The system functionality was checked upon powering on the system. The system initially powered on without any errors. The surgeon elected to move to the second surgeon side console (ssc) that was located in the operating room. The procedure was completed robotically as planned with the second surgeon side console. Additional information can be found in section a and b7.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Field service engineer (fse) went onsite to confirm that the clutch pedal when pushed in would not spring back. Fe replaced the foot peal tray to resolve the issue. The system was tested and verified ready for use. The assy, footrest pedal unit returned for failure analysis. The unit was installed onto the test system after visual inspection confirmed the state of the clutch pedal. Clutch was still able to sense when it was and was not depressed, but the pedal was difficult to press down compared to the others. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, the surgeon side console clutch froze up. The customer moved surgeon to another console, new console clutch was working well. The technical support engineer (tse) confirmed the reported issue. The procedure was converted with another dv system with no reported injury.